Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
During follow up call regarding a check lines and bags alarm, global field surveillance (gfs) received information from a home patient (hp) that a small piece of plastic moving around in the cassette was seen. Since then the patient has been resuming therapy successfully except for some draining difficulty he had not too long ago. The draining difficulty was due to fibrin and they had already been in contact with the nurse about it. There was patient involvement but no reported injury or medical intervention.